Event description:
During a surgical procedure, using the pk supersect instrument, a spark reportedly injured the surgeon's finger. He suffered a minor burn. The generator was displaying "output shorted" for much of the case, but was still cutting and coagulating efficiently. At the final moments of the case, the loop stopped cutting and coagulating efficiently. The junction where the loop meets the working element started to spark. There was no patient harm.

Manufacturer narrative:
The electrode shows signs of activation at the tip. The device shows evidence of charring on the proximal housing and on the working element. Electrical testing highlighted a fault in the active continuity circuit, the device also failed hi-pot testing. Evidence of this nature would usually be associated with internal activation occuring within the proximal housing due to a fault in the internal insulation. Product evaluation concluded root cause to be a manufacturer error. Due to a fault in the insulation within the proximal housing causing internal activation during the course of the procedure.